Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control downloaded the electronic records from the device for review. Upon review of the electronic patient record from the event, physio was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off during a patient event when trying to obtain an ECG summary. There was no adverse effects to the patient due to the reported issue.

Event description:
The customer contacted physio-control to report that their device powered off during a patient event when trying to obtain an ECG summary. There was no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.